Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged blank display and pump error 39 alarm found on (B)(6) 2021. Pump passed the self test and active current measurement. However, the pump had a high sleep current measurement. Unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to a constant pump error 39 alarm during the rewind test. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts noted during the testing. No alarms/alerts were found in the history files or traces for the event date. However, insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2021 14:46:39.000. And failed batt/battery failed alarm was recorded and found in the formatted history file on: (B)(6) 2021 14:46:39.000 and (B)(6) 2021 14:44:00.000 pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. The original pcba2 was installed in a test pcba1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba1 was installed in a test pcba2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba1 was installed in the original pcba2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The pump had an intermittent high sleep current measurement (unexpected battery power loss or replace battery alert/replace battery now alarm), problem isolated on the pcba1/pcba2. Pump error 39 alarm was recorded and found in the formatted history file on: (B)(6) 2021 14:08:15.000, (B)(6) 2021 14:09:14.000 and (B)(6) 2021 14:10:45.000. Force sensor zero offset within specification (23.9 mv). A test motor was used and continued testing. The pump rewind, load reservoir and no reservoir detected alarms properly. The pump rewinds successfully. The pump passed the rewind test. In conclusion, the pump had a constant pump error 39 alarm during the rewind test due to problem isolated on the pcba1/pcba2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Blank display was not confirmed. However, unexpected battery power loss or replace battery alert/replace battery now alarm and pump error 39 alarm were confirmed. Unexpected battery power loss or replace battery alert/replace battery now alarm and pump error 39 alarm, problem isolated on the pcba1/pcba2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. The customer stated they were able to clear the alarm but were not able to complete the rewind process. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.